Event description:
The crosswalk broke into 2 pieces by over torquing the catheter while trying to cross the right sfa. The physician said he over torqued the catheter. The device was able to be removed by pulling the sheath out while the crosswalk was still in the sheath. The physician then pulled everything back in the sheath and all components were removed including both pieces of the crosswalk. There was no harm to the patient. Everything was removed from the body and pressure was held on the radial artery for access closure. Patient did fine. Patient did fine. Patient was discharged in normal fashion.